Event description:
It was reported that this pacemaker system exhibited far field oversensing on the right atrial (ra) lead channel, leading to false atrial tachy response (atr) episodes. Technical services (ts) was consulted, and programming enhancements were recommended. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker system exhibited far field oversensing on the right atrial (ra) lead channel, leading to false atrial tachy response (atr) episodes. Technical services (ts) was consulted, and programming enhancements were recommended. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device continues to exhibit far field oversensing. Ts advised on the initially suggested programming enhancements. No adverse patient effects were reported. This device remains in service.